Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in august 2022. However, the specific date is unknown. Based on the results of the investigation, the definitive root cause of the broken cutting wire could not be determined. It is possible that the cutting wire was broken due to the device being energized by the cutting wire being in point contact with tissue, the cutting wire being in point contact with the distal end of the endoscope, the forceps elevator being raised, or an electrical discharge occurring in the cutting wire which caused it to became hot instantly. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was discarded, therefore, will not be returned to olympus for evaluation. The customer has provided a picture. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a doctor cannulated the papilla using an olympus clevercut tome, a nurse was instructed to bow the tome and that is when the cutting wire snapped. The doctor was able to remove the clevercut tome and complete the procedure by using a boston scientific jag tome rx 44. There was a 2-minute delay. There was no report of patient harm associated with this event. The same product fault occurred in the case prior. The doctor mentioned he felt the cutting wire may not have been fully extended out of the distal end of the scope. This may have caused the wire to break when the tome was bowed. Event 2:2: this report is being submitted for the first event with the subject device (single use preloaded sphincterotome v) under the medwatch with patient identifier (B)(6). The second event with the subject device is being reported on the medwatch with patient identifier (B)(6).